Event description:
Event description guidant received information that the patient with this pacemaker had his cellular phone in his shirt pocket, over the implant site, and when it rang he felt static electricty and some angina.